Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was related to the extension.

Event description:
Additional information from the healthcare professional of the foreign clinical study reported the etiology was changed to surgery/anesthesia and noted as not related to the device or therapy and unlikely related to implant.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the etiology was not related to the device or therapy and possibly related to the implant. The etiology was noted as surgery/anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in medical or surgical intervention.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the etiology was updated to surgery/anesthesia. The event was possibly related to the implant procedure. The site felt that the event was more related to the implant procedure. The site mentioned postoperative dysfunction device related to implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 37082-20, serial# (B)(4), product type: extension. Product ID 3888-33, lot# 0210058666, product type: lead. Product ID 3888-33, lot# 0210074165, product type: lead. Product ID 97713, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare professional of the foreign clinical study reported the patient felt paresthesia in the stimulator pocket instead of at the leads in their back after turning on their side. Impedances were normal for the patient. They indicated there was no device deficiency and later changed it to postoperative dysfunction device related to implant procedure. The etiology was not related to the device or therapy and unlikely related to the implant. Additionally relation was noted as stimulation. It was unclear what the event was related to. No diagnostic methods were done. Device intervention included replacement of the extension on (B)(6) 2015. The event was considered resolved without sequelae. Patient indication for use is failed back surgery syndrome.